Event description:
The customer reported all 3 levels of controls shifted out high for hgb on afternoon check, and the wbc was reading zeros. The customer stopped using the instrument. There was no report of erroneous results attributed to or connected with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the bsv actuator was slow and he replaced the actuator. He also found the hgb voltage was not stable and replaced the lamp. This resolved the issue. (B)(4).